Event description:
It was reported that a patient underwent explant surgery on (B)(6) 2015 due to infection. Items removed were a titanium cannulated humeral nail titanium spiral blade, 4.0 mm / 28 mm titanium locking screw and a titanium end cap with 0 mm extension. Surgery was successfully completed. Date of initial implant was (B)(6) 2015. No additional information was available. This is report 1 of 4 for (B)(4).

Manufacturer narrative:
Additional narrative: (B)(6). Patient age, gender and weight are unknown. Event date: unknown. A review of depuy synthes (B)(4) device history records for manufacturing revealed no complaint related issues. No non-conformance reports were generated during the packaging of this product. Review of the device history record showed that there were no issues during the packaging of the product that would contribute to this complaint condition. The irradiation certificate from the sterilization process is attached and the applied gamma dose was within the required range. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.